Manufacturer narrative:
Eval: cam bracket assembly.

Event description:
It was reported by service report that the zoom disengages when going over bumps. No pt involvement or adverse consequences are reported.